Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with high blood glucose level was 1000 mg/dl and unknown the exact blood glucose level. Troubleshooting was performed. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.